Event description:
On (B)(6) 2011, pt was implanted with a spectra concealable penile prosthesis device. On (B)(6) 2011, the spectra device was replaced with an inflatable penile prosthesis device, reason not indicated. No add'l info has been provided at this time.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.